Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. One possible lot have been identified for the device: 0ml6101801. A review of the device history record (DHR) was performed on this lot; one unrelated deviation was noted. No other anomalies were observed. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. The may 2007 15-month mid urethral complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. A root cause investigation could not be conducted the product was not returned.

Event description:
It was reported that a pt under went an obtryx mesh sling procedure about four months ago (date unknown.) During post procedure follow up it was noticed that the mesh was exposed through the tissue under the urethra. The patient was treated with estrogen cream. No further info forthcoming.